Manufacturer narrative:
The impella device was not received from the customer as it appears the device remains implanted, supporting the patient at the time of the MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient newly diagnosed with "severe" cardiomyopathy was implanted with an impella cp for mechanical circulatory support and post implant experienced access site bleeding. The impella cp was successfully implanted via the right femoral artery. The peel away sheath was removed, the repositioning sheath was advanced, secured and sent to the unit in stable condition. On the unit approximately couple hours later, oozing at the access site was observed and addressed with angle match and femostop placement. The touhy was locked at 90cm and a knee immobilizer placed. It is unknown if anticoagulation was held given the bleeding. However, the patient was maintained until transfer to outside hospital for heart transplant work up which occurred the following day.

Manufacturer narrative:
The investigation into the reported issue has been completed. No device was received for evaluation. Device history review confirmed the pumped passed all post sterile inspection checks. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.